Event description:
The device was used for diagnosis of esophageal submucosal tumor. When the second needle advancement into tumor was attempted, the needle could not be retracted into the sheath despite handle manipulation. The device was removed from the endoscope with the needle stuck out from the sheath. Another new device was used instead. The needle was also confirmed broken during the device evaluation carried out on the (B)(6) 2014. There have been no adverse effects to the patient.

Manufacturer narrative:
This complaint was deemed FDA MDR reportable based on the reporting precedence established for this product family for proximal needle breakages and or the non retraction of the needle during use, regardless of patient outcome. There were no echo-hd-19-c (echo) devices of the lot # c774680 in stock at the time of the complaint investigation. 1 x echo device of lot# c774680 was returned for evaluation. The device was returned in the original package and was opened on receipt. The stylet was in place and a kink was noted in the sheath approx 4.5cm below the sheath extender. The needle was noted to be 7.2cm protruding from the sheath. The stylet was removed from the needle and the distal needle tip was examined under the microscope and was confirmed to be intact. There was no damage noted at the notch of the needle. The customer complaint was confirmed as the echo device was returned with the needle broken approx. 137cm from the tip. The breakage was noted to be a clean oblong break below the sheath extender. The most likely cause of this needle breakage may be attributed to the needle kinking below the sheath extender. This kinking most likely occurred due to product handling when removing the device from the packaging or handling of the device while attached to the endoscope. If the handle of the echo device is not appropriately handled it is possible for the sheath to become bent/kinked due to the weight of the handle. As the needle was advanced/retracted during the procedure it is possible this kink would result in a breakage. As the conditions of device usage cannot be replicated during the laboratory evaluation it is not possible to conclusively state if this is the cause of this complaint. Prior to distribution, all echo devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in the procedures referenced above and attached. A review of the manufacturing records did not reveal a discrepancy which could have contributed to the complaint issue. The notes section of the instructions for use instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." The complaint information received indicated that no section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The relevant personnel have been notified of this complaint issue. Complaints of this nature will continue to be monitored for potential emerging trends.